Event description:
The customer was changing the waste pump on the alinity ci series system and noticed a superficial cut on the tip of their left ring finger. The customer was wearing gloves. They washed with soap and was put on triple therapy medication called delstrigo (antiretroviral drug) for one month. The customer was prescribed delstrigo (antiretroviral therapy). There was no further impact to the user/operator reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A complaint investigation was conducted for the external waste pump associated with alnty ci-series sys cnt serial number (B)(6). The instrument service history review revealed no additional tickets associated with the issue described in the current complaint. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. A ¿sharp edges¿ test was performed on the alinity ci external waste pump. The construction was evaluated and found to be compliant to the following requirement: ¿all easily-touched parts of the equipment shall be smooth and rounded so as not to cause injury during normal use of the equipment¿. Additionally, objective testing was performed using calibrated equipment. The test results show only a small indentation and no penetration of the test layers. Therefore, the edge is not considered sharp according to test standards. No malfunction or systemic issue was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.

Event description:
The customer was changing the waste pump on the alinity ci series system and noticed a superficial cut on the tip of their left ring finger. The customer was wearing gloves. They washed with soap and was put on triple therapy medication called delstrigo (antiretroviral drug) for one month. The customer was prescribed delstrigo (antiretroviral therapy). There was no further impact to the user/operator reported.